Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred during bolus delivery. There was no impact to the customer's blood glucose (bg) level. Tandem technical support was unable to perform troubleshooting to determine a possible cause of the occlusion alarm as all of the all supplies had been changed. The customer was able to resolve the issue.